Event description:
A surgeon reported a pt with diffuse lamaller keratitis (dlk) and foreign body sensation at lasik post-op visit. Add'l info indicated the pt's topical steroid dosage was increased. This report references the right eye. An add'l report will be filed for the left eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).